Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis confirmed the low battery voltage and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device is at recommended replacement time (rrt). Time of rrt: (B)(6) 2016 02:15:00. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited a rapid decrease in battery voltage and expected longevity. Device was at or near early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.